Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not able to assemble the purewick urine collection system and they needed assistance putting it together. It was noted that the patient had been using products for less than 90 days.

Event description:
It was reported that the patient was not able to assemble the purewick urine collection system and they needed assistance putting it together. It was noted that the patient had been using products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. Place the collection canister (c) in the pure wick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the pure wick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a pure wick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU] caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. It also states ¿replacing canister and tubing: replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up canister or tubing appear cloudy canister or tubing appear discolored canister becomes cracked tubing becomes torn purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. Precautions:do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.